Manufacturer narrative:
(B)(4). The customer reported that the display automatically restarts when the device is turned off. The device was evaluated by philips. There was no trouble found with the device, the device passed all testing, and no prats were replaced. Based on the customer's report, we are considering this a malfunction but cannot determine the cause because there was no trouble found with the device.

Event description:
The customer reported that the display automatically restarts when the device is turned off.